Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017. According to the complainant, during procedure set-up the machine skipped steps. It went from filling phase going automatically to heating ablation to cavity assessment. They could not revert to hysteroscopy phase. The procedure was successfully completed using the same device and a second procedure set. The patient¿s condition at the conclusion of the procedure was reported to be fine.